Manufacturer narrative:
Correction: additional information was added to the investigation. The following fields have been updated: h.6. Root cause description: on 17jun2020, holdrege received photos complaint for missing shipping carton label. Visual inspection of the pictures shows a shipper from material #326725 and lot #9203957, that is missing lot coding on shelf carton. One of the pictures also showed the variable data to be printed on the top flange of the shelf carton instead of the desired location. Process summary: the equipment erects cartons and an associate place the appropriate number of bags into the carton. The cartons are then closed and placed on the outfeed conveyor. The lot coding is laser etched onto the carton the transferred to the case pack where 5 cartons are pushed into a wraparound case. This case is then glued and continues to be labelled and palletized. Possible root cause: missing lot coding: the possible root cause could be the top web printer is out of ink. The severity on the failure is limited, occurrence is improbable, and risk is low. H.6. Result codes: 170. H.6. Conclusion codes: 25.

Event description:
It was reported that 500 bd ultra-fine¿ ii insulin syringes had no date or lot on their box before use. The following information was provided by the initial reporter: "there are no date and lot in box".

Manufacturer narrative:
(B)(4). Investigation summary: customer returned photos of shelf cartons of 1/2cc, 8mm, 30g syringes from lot # 9203957. Customer states that there is no date and lot on the box. The photos were examined and exhibited the lot number, manufacturing date, and expiration date printed in the wrong place on the shelf carton. This information was printed on the top flap of the shelf carton, instead of the back. Manufacturing ((B)(4)) will be notified of this issue. A review of the device history record was completed for batch# 9203957. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Occurrence: a complaint history check was performed and this is the 1st related complaint for label information missing (lot and date on shelf carton) on lot # 9203957. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, label information missing) was captured and addressed appropriately. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: on 17jun2020, (B)(4) received photos complaint for missing shipping carton label. Visual inspection of the pictures shows a shipper from material #326725 and lot #9203957, that is missing lot coding on shelf carton. Process summary: the equipment erects cartons and an associate place the appropriate number of bags into the carton. The cartons are then closed and placed on the outfeed conveyor. The lot coding is laser etched onto the carton the transferred to the case pack where 5 cartons are pushed into a wraparound case. This case is then glued and continues to be labelled and palletized. The were no quality notifications or maintenance dispatches relating to this complaint during the production of this batch. A root cause cannot be determined. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 500 bd ultra-fine¿ ii insulin syringes had no date or lot on their box before use. The following information was provided by the initial reporter: "there are no date and lot in box."